Manufacturer narrative:
Device evaluation: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient was admitted for hematocrit of 16.8% , hemoglobin 6.5g/dl, and tarry stools. The patient was transfused with 4 units of packed red blood cells (prbcs) all delivered within a 24-hour period. At the time of the event the patient was not on any anticoagulants or anti-platelets. The source of the bleed was found to be gastrointestinal (gi). An esophagogastroduodenoscopy (egd) on (B)(6) 2018 showed mild atral erosions possibly nsaid related. All nsaids were discontinued. The bleeding event resolved as of the patient¿s discharge on (B)(6) 2018. Plan of care was to stop all nsaids and if further bleeding occurs to start octreotide.